Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose above 250 mg/dl while wearing the pod between 1 and 4 hours. The patient reported that the pod was leaking insulin. Reported symptoms include nausea, vomiting and frequent urination. It was also reported that the patient had high ketone levels (values not provided). The patient was treated with an intravenous insulin drip. The patient was discharged on (B)(6) 2026.